Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to an infection. It was noted that vegetation had occurred to the rv lead. The ICD had been reprogrammed prior to explant. No further patient complications have been reported as a result of this event.